Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bagsla experienced missing scale markings. The product defect was noted prior to use. The following information was provided by the initial reporter: when opening the package, the syringe was not graduated.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bagsla experienced missing scale markings. The product defect was noted prior to use. The following information was provided by the initial reporter: when opening the package, the syringe was not graduated.

Manufacturer narrative:
H.6. Investigation summary customer returned one (1) 31gx6mm, 0.3ml bd insulin syringe from an open polybag from lot 8337709. Two (2) photos were also provided. Consumer reported when opening the package, the syringe was not graduated. The returned syringe was examined and it was observed that the scale markings were missing (see attached photos). A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200794548, 200794547] noted that did not pertain to the complaint. There was one (1) notification [200794781] noted for missing print. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description visual inspection of the syringe found there was a blank barrel with no print scale print at all, there was also no cap on the syringe. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: the pad collar on the printer slipped causing a barrel mis-feed. Corrective action: zm200794781 was created and the pad collar was tightened. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale based on the investigation, no additional investigation and no CAPA is required at this time.